Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 60 mg/dl. The customer's expected non-fasting blood glucose test result range is 99 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 90mg/dl using true result meter and 102 mg/dl using the same meter. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): a 90mg/dl, (B)(6) 2016 08:59 pm, fasting: no. A 102mg/dl, (B)(6) 2016 08:44 pm, fasting: no. A 60mg/dl, (B)(6) 2016 08:29 pm, fasting: no. A 150mg/dl, (B)(6) 2016 12:07 am, fasting: yes. A 106mg/dl, (B)(6) 2016 11:07 am, fasting: no. Customer is not testing regularly, her physician recommend the blood glucose test once a week with no specific time. Customer still takes the same doses of medication whether or not the glucose is low or high. No adverse event reported.